Event description:
Customer reported a bent sensor cannula and stated that the sensor gave inaccurate readings. She stated that the threshold suspend was activated when the blood glucose reading was 200 mg/dl. The threshold limit was set to 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.